Event description:
It was reported to philips that the device¿s geometry movements failed. The device was in clinical use at the time of the event. No harm to the patient or user was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, there was a delay in diagnosis when the issue was identified. Onsite inspection of the system and log file analysis identified that the stand motion and the bed motion in the ipc (image processing component) geometry had failed. As part of the onsite troubleshooting, the board of xmp was cleaned and reinserted in the ipc computer, the ipc software was installed again and the xmp network port indicator was checked. A restart was done after which the system was returned to use in good working order.